Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed multiple episodes of noise reversion episodes on the ventricular lead. The patient was brought to the clinic for further evaluation. The noise could not be replicated with isometrics or pocket manipulation. Noise was noted when the patient mimicked his golf swing. The patient stated that he felt lightheaded when playing golf. The physician elected to reprogram the device and monitor the patient at this time. The patient was doing fine post event.